Event description:
It was reported patient underwent a shoulder arthroscopy on (B)(6) 2013. During the procedure, as the suture lariat was inserted into the patient, the wax coating peeled off in the patient's shoulder. The wax coating was entirely removed from the patient. A second suture lariat was opened and the wax coating again peeled off in the shoulder. The wax coating was removed. To complete the procedure, another suture lariat was open and used. As a result, there was a greater than 30 minute delay to the procedure.

Manufacturer narrative:
Examination of returned device indicates failure mode was due to proper surgical technique not being followed. There are warnings in the associated package insert that state that this type of event can occur: under warnings it states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01839 / 01840). Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.